Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). Customer reports that a leak was noticed just below the hub where the catheter is joined. The customer did not provide any info with regards to the date of insertion; however, the customer reports that the device was removed the same day and replaced with a catheter (mfg by another MFR) in the peripheral artery. The customer further reports that the pt status is fine.